Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding an oral tracheal tube. The customer alleged that the tube had an angle that hindered insertion into the patient and did not allow adequate ventilation. The customer alleged that the difficulty positioning the tube delayed the procedure and imposed resistance to flow for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.